Event description:
The user reports that she suddenly developed what she describes as an electric shock when she put the implant on around two months ago.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failures seems likely. However to determine an exact root cause a device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reports that she suddenly developed what she describes as an electric shock when she put the implant on around two months ago. The user/clinic has decided, together with the surgeon, to proceed with re-implantation. A date has not been set yet.